Manufacturer narrative:
Returned device was received with the front/right side of the housing torn off, battery compartment is damaged and corroded. Tidal volume knob is out of tolerance and missing the end cap. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac outer casing cracked and alarms are not working